Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by the resmed service center that during evaluation of an astral device, it was found that the offset of the inspiratory flow sensor is out off tolerance but no alarm was triggered. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed that the inspiratory flow sensor was out off tolerance. The device evaluation also confirmed that the device failed to completed its internal self-test. The investigation determined that the device failures were due to a contaminated pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by the resmed service center that during evaluation of an astral device, it was found that the offset of the inspiratory flow sensor is out off tolerance but no alarm was triggered. There was no patient injury reported as a result of this incident.